Event description:
A malfunction alarm labeled as "malf 9" was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. After the malfunction code was identified, technical support provided assistance to reset the pump, and it did not recur. The customer was informed to continue using the pump and to call back if the malfunction reappeared, which was acknowledged and understood by the customer.